Manufacturer narrative:
Date of event is estimated. Attempts were made to obtain complete event and patient information. Further information was not provided. It was reported that the patient had a system explant. The patient reported ipg and leads had been removed approximately (B)(6) 2015 due to; ineffective therapy. The results of the investigation are inconclusive, and the root cause of the reported incident is unknown as the device was not returned for analysis.

Event description:
Reference manufacturer numbers: 1627487-2020-21933, 1627487-2020-21935. It was reported that the patient experienced ineffective stimulation. In turn, the patient underwent surgical intervention (estimated date (B)(6) 2015) wherein the scs system was explanted. Note: since it is not known which device contributed to the issue, all possible devices are being reported on.